Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Potential for developing allergic reaction due to adhesive patches (white or clear) is a known anticipated adverse event. Some people are more allergic to using adhesive patches. Since user admitted that he had a history of allergies due to patches, food, medication, metal etc. As a result, it can be concluded that there was no malfunction with the adhesive patches.

Event description:
Senseonics was made aware of an instance where patient reported skin irritation and redness at insertion site. Patient was inserted sensor on (B)(6) 2020. After wearing transmitter for two days, customer noticed an allergic reaction caused by white and clear adhesive patches. Patient already knew that this would happen because she had problems with other strips.